Event description:
The patient fell on his arm and side experienced a loss of therapeutic efficacy which is unrelated stimulation therapy. Movement and palpation produced stimulation changes. The pt's symptoms were located at the lead extension connection location. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
For stimulation changes with palpation.